Event description:
Pt was administered intravenous therapy with intracath #24 in the right arm. Six hrs later, when the nurse removed, the 3/4 plastic needle stayed in vein. Pt was sent to another med ctr for vascular surgery. The introcath was applied in a medical office. Info on this product was not given to rptr.